Manufacturer narrative:
(B)(4). Date sent: 8/22/2023. D4: batch # unk. B3: exact event date unk, entered 1/1/2023 as no event date was provided. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: could you please specify the product code for the device reported? Yes ec45a. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Yes there was a segment of the stomach that did not present staple line. How was the bleeding controlled? With suture. How much blood was lost (ml)? I don't have the information . Did the patient require a transfusion? No. Was there no patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) There was no consequence for the patient.

Event description:
It was reported that during an unk procedure, 3 cases of staple line bleeding were reported. No further details were provided. No patient consequences reported.